Manufacturer narrative:
(B)(4). This complaint for a leak is not confirmed and the cause was not identified. The lot number is unknown; therefore, a batch review cannot be performed.

Event description:
This is an international report of a home patient (hp) who woke up to having a wet floor. The technical service representative (tsr) advised that the fluid came from a bag or an open clamp.

Manufacturer narrative:
(B)(4). The sample was not available. A follow-up report will be filed should any significant supplemental information become available.